Manufacturer narrative:
No product related to this case is expected to be returned. Iu is unable to make further statements because product is not available for additional investigation the customer's allegation of a electrical short could not be tested as no product related to this case is expected to be returned. This case is set to not verified, no investigation possible based on the iu's inability to test for the customer allegation. Device was not returned.

Event description:
On (B)(4) 2013, the pt's mother reported that the battery in her son's blood glucose monitor had exploded and the monitor appeared to be melted. She stated that the monitor is melted around the area where the battery is inserted. The pt's mother stated that she inserted a new battery in the monitor and it appeared to be working properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare profession or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.